Event description:
The customer reported that the system's left monitor was not functioning correctly resulting in the inability to intermittently view a usable live image. No pt death or serious injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The monitor power supply pcb was evaluated and replaced. The system was tested and found to be working as intended and returned to service.